Manufacturer narrative:
Images from the analyzer sample foam detection cameras show large bubbles over the entire surface of the sample tube. Most of the racks used on the system were configured as non standard racks and the system was also configured to have sample foam detection exceptions for these non-standard racks. Proper foam detection operation occurred after changing the rack configuration.

Manufacturer narrative:
The field service engineer stated he checked pictures of the sample taken by the analyzer and there were obvious bubbles in the tube, but the analyzer did not generate any liquid level detection or sample foam alarms. He confirmed that foam detection settings were turned on.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay ver. 2 on cobas 8000 e 801 module serial number (B)(4). The sample initially resulted with a tsh value of 0.0148 uiu/ml. This result was reported outside of the laboratory where it was questioned by a doctor. The sample was repeated twice, resulting with values of 1.91 uiu/ml and 1.96 uiu/ml. The repeat result was believed to be correct. The tsh reagent lot number was 479739. The reagent expiration date was requested, but not provided.